Event description:
The customer reported to olympus, the evis lucera ultrasound gastrovideoscope experienced the image not appearing. The issue was found during a therapeutic/diagnostic endoscopic retrograde cholangiopancreatography (ercp) procedure. The device was replaced and the intended procedure was completed using a similar device. There was no report of patient or user harm associated with the event.

Manufacturer narrative:
The device was returned for investigation. During testing inspection of the returned device, it was found that there was a gap between the acoustic lens and ultrasound probe. Additionally, due to damage on ultrasonic probe, displayed ultrasound image was defective with missing elements. The reported issue was reproduced. In addition, device evaluation found that due to a scratch on the bending section cover, water tightness was lost. Due to damage on acoustic lens, water tightness is lost. Due to wear of angle wire, bending angle in up direction did not meet the standard value. Due to the wear of angle wire, the play of u/d knob was out of the standard value. The adhesive on the bending section cover was detached. The adhesive on bending section cover had a chip. The switch button 3 had a scratch. The connecting tube has a scratch. There was a chip in the adhesive area between the acoustic lens and ultrasound probe. The objective lens had a scratch. The connecting tube has a scratch. Due to a scratch on objective lens, flare occurs. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 5 years since the subject device was manufactured. Olympus will continue to monitor field performance for this device.